Event description:
It was reported that, the console emitted a burning smell. When the engineer went to check everything was in order. As of now, the equipment appears to be functioning properly, although the service team did report a burning odor. The procedure was completed with transurethral resection of the prostate (turp). There were no patient complications.

Manufacturer narrative:
The console was serviced on site. During the inspection, a burned fuse and fuse holder were identified, while no burned or damaged components were observed on the electronic boards. The internal areas of the equipment were thoroughly cleaned to remove accumulated dust, and the power supply circuit wiring was inspected. The burned fuse and fuse holder were replaced. The equipment was powered on and demonstrated normal operation. Based on the analysis results, the reported burning smell event was confirmed. It is likely that the burned fuse and fuse holder contributed to the reported event.